Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 499 mg/dl. The customer stated that the cause of the high blood glucose was a bent cannula. The customer explained that he experienced four bent cannulas. The customer confirmed the issue did not result in a serious injury or hospitalization. The customer was advised to monitor the issue and call back if the issue persisted. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.